Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the stent delivery system would not deflate. A 50cc syringe was used successfully to deflate the device after several minutes. Reportedly, no pt injury was associated with this event.